Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 266 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. However, no button error alarm occurred during testing and no moisture damaged observed on the electronic assembly during visual inspection. Cracks to the case, reservoir tube lip, scratched lcd window, broken belt clip slot and stained end cap sticker also noted.